Event description:
N/a

Manufacturer narrative:
Trackwise # (B)(4). The reported device is an OEM device, therefore, a lot history review was not applicable. A serial number was not provided and the specific product serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that before the endoscopic vein harvesting procedure when they opened up the sterile package/ tray, they noticed the connector was missing from hemopro2 extension cable, and wires hanging out/ broken. They opened up another vh-4030 hemopro 2 extension cable to complete the case. No harm to the patient.